Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned. When the device was tested it passed the power on self test (post). The service engineer reviewed the event logs and verified the issue in the event logs. The flow sensor receptacle was inspected and it was observed that one side of the bonding agent had broken loose. The flow sensor receptacle will be replaced. The reported event was verified.

Event description:
It was reported that a ventilator had a high token error. There was no patient involvement.

Manufacturer narrative:
(B)(4). The flow sensor receptacle was replaced and the device passed all testing.